Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR) review was conducted and shows no abnormalities related to the reported issue. Failure analysis - the xenon lightsource was received in used condition. Evaluation of the unit identified that the turret, bezel, mirror, and mirror holder required replacement. The lamp hours exceeded specification. The lamp was replaced. The unit passed all service and repair testing. Root cause - the reported complaint was confirmed. The issue of this 00mlx unit overheating was most likely due to damage to the mirror and mirror holder. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) has a loose burnt turret. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.